Manufacturer narrative:
Based on the information reported in medwatch report # mw5100533, cynosure was unable to further investigate this complaint. There was no information identifying the patient, healthcare professional, address of the laser treatment or what the diagnosis the patient received was. Therefore, cynosure is unable to determine the device information such as a serial number to further investigate this complaint, investigate treatment methods used or perform a device analysis. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient sustained a permanent injury and sought medical intervention.

Event description:
Medwatch report # mw5100533 was received with report that a patient underwent a monalisa touch treatment and experienced severe pain, burning, and nerve pain following a monalisa touch treatment. Patient sustained a permanent disabling injury and was diagnosed with padenal neuralgia and vulvodynia. Patient is currently in pain management due to ongoing pain and being unable to perform normal day to day activities.